Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 919 mg/dl. Customer attempted to self treat with a bolus via the pump and manual injection. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. No additional patient or event information was available. The customer alleged the pump was not delivering a bolus as intended; however, this could not be confirmed.